Event description:
Boston scientific received that this pulse generator (pg) had significantly decrease longevity at each follow up until elective replacement indicator (eri) was triggered at the most recent follow up. It was suspected that this device depleted prematurely. No adverse patient effects were reported. This device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory an attempt to determine the cause of the alleged premature battery depletion, portions of the circuitry were isolated and tested. A capacitor used in one of the low-voltage power supplies was compromised, resulting in a high current condition. This compromised component was responsible for prematurely depleting the battery. The clinical observation was confirmed per laboratory analysis.